Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), genital haemorrhage ("heavy bleeding") and kidney infection ("kidney infection") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), abdominal pain lower ("cramping") and cystitis ("bladder infection"). The patient was treated with surgery (she underwent removal of the fallopian tubes due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, kidney infection, abdominal pain lower and cystitis outcome was unknown. The reporter considered abdominal pain lower, cystitis, genital haemorrhage, kidney infection and pelvic pain to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/left loewer side/pain got worse and started on right side, so was on both sides/pain in left and right sides'), genital haemorrhage ('heavy bleeding'), kidney infection ('kidney infection') and post procedural haemorrhage ('hsg was very painful/ bled for 3 hours afterward') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems that occurred at the time of your essure placement:very painful and took along time to place one side.". The patient's previously administered products included for an unreported indication: depoprovera from 1997 to 2006 and orthonovum in 1996. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), pain in extremity ("pain radiating down leg") with gait inability and procedural pain ("hsg was very painful/very painful and took along time to place one side"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, kidney infection, post procedural haemorrhage, abdominal pain lower, cystitis, female sexual dysfunction, depression, nausea, dyspareunia, fatigue, pain in extremity and procedural pain outcome was unknown. The reporter considered abdominal pain lower, cystitis, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, kidney infection, nausea, pain in extremity, pelvic pain, post procedural haemorrhage and procedural pain to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs received. Reporter information were added. Date of removal were added. Historical drug and concomitant drug were added. Event : apareunia (inability to have sexual intercourse), depression, nausea, dyspareunia (painful sexual intercourse), fatigue, pain radiating down leg, hsg was very painful/very painful and took along time to place one side, hsg was very painful/ bled for 3 hours afterward were added. Event verbatim were updated as severe pain/left loewer side/pain got worse and started on right side, so was on both sides/pain in left and right sides. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/left loewer side/pain got worse and started on right side, so was on both sides/pain in left and right sides') in an adult female patient who had essure (batch no. 632026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia and nephrolithiasis. Previously administered products included for an unreported indication: depoprovera from 1997 to 2006 and orthonovum in 1996. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), kidney infection ("kidney infection"), post procedural haemorrhage ("hsg was very painful/ bled for 3 hours afterward"), abdominal pain lower ("cramping"), cystitis ("bladder infection"), pain in extremity ("pain radiating down leg") with gait inability, procedural pain ("hsg was very painful/very painful and took along time to place one side") and procedural complication ("complications or problems that occurred at the time of your essure placement:very painful and took along time to place one side."). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, kidney infection, post procedural haemorrhage, abdominal pain lower, cystitis, female sexual dysfunction, depression, nausea, dyspareunia, fatigue, pain in extremity, procedural pain and procedural complication outcome was unknown. The reporter considered abdominal pain lower, cystitis, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, kidney infection, nausea, pain in extremity, pelvic pain, post procedural haemorrhage, procedural complication and procedural pain to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Discrepancy noted: the date of removal given in report is (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded.. Pathology test - on (B)(6) 2010: gross description: right coil and fallopian tube: 2.7 cm length, 0.3 cm diameter gray metallic coil with an attached 2.5 cm length x less than 0.1 cm diameter flexible portion of metallic wire and minimal amount of attached soft tissue. Left coil and fallopian tube: 3 cm in length, 0.3 cm diameter gray metallic. Ultrasound pelvis - on (B)(6) 2009: impression: 1. Likely small anterior endometrial cyst. 2. Foci of increased echogenicity are seen in the cornual regions of the endometrium, which likely are related to essure coils. 3. Simple left ovarian cyst. 4. Unremarkable right ovary. Most recent follow-up information incorporated above includes: on 15-dec-2020: mr received. Lot number added and rcc updated. Event genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/left lower side/pain got worse and started on right side, so was on both sides/pain in left and right sides') in an adult female patient who had essure (batch no. 632026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia and nephrolithiasis. Previously administered products included for an unreported indication: depoprovera from 1997 to 2006 and orthonovum in 1996. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), kidney infection ("kidney infection"), post procedural haemorrhage ("hsg was very painful/ bled for 3 hours afterward"), abdominal pain lower ("cramping"), cystitis ("bladder infection"), pain in extremity ("pain radiating down leg") with gait inability, procedural pain ("hsg was very painful/very painful and took along time to place one side") and procedural complication ("complications or problems that occurred at the time of your essure placement:very painful and took along time to place one side."). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, kidney infection, post procedural haemorrhage, abdominal pain lower, cystitis, female sexual dysfunction, depression, nausea, dyspareunia, fatigue, pain in extremity, procedural pain and procedural complication outcome was unknown. The reporter considered abdominal pain lower, cystitis, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, kidney infection, nausea, pain in extremity, pelvic pain, post procedural haemorrhage, procedural complication and procedural pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Discrepancy noted: the date of removal given in report is (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded.. Pathology test - on (B)(6) 2010: gross description: right coil and fallopian tube: 2.7 cm length, 0.3 cm diameter gray metallic coil with an attached 2.5 cm length x less than 0.1 cm diameter flexible portion of metallic wire and minimal amount of attached soft tissue. Left coil and fallopian tube: 3 cm in length, 0.3 cm diameter gray metallic. Ultrasound pelvis - on (B)(6) 2009: impression: 1. Likely small anterior endometrial cyst 2. Foci of increased echogenicity are seen in the cornual regions of the endometrium, which likely are related to essure coils. 3. Simple left ovarian cyst. 4. Unremarkable right ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), genital haemorrhage ("heavy bleeding") and kidney infection ("kidney infection") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), abdominal pain lower ("cramping") and cystitis ("bladder infection"). The patient was treated with surgery (she underwent removal of the fallopian tubes due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, kidney infection, abdominal pain lower and cystitis outcome was unknown. The reporter considered abdominal pain lower, cystitis, genital haemorrhage, kidney infection and pelvic pain to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.